Event description:
Information was received indicating that this syringe infusion pump exhibited a clutch error. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device in good condition without external damage. A review of the event history log found a check clutch/plunger lever error. Flow and occlusion testing was unable to replicated the reported issue. Based on the evidence, a root cause was unable to be determined.